Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that during the implant procedure, the pt's blood pressure dropped. The field rep did not believe that the pressure drop was rhythm related. The pt started bleeding out and was given two units of blood and numerous drugs. It was noted that the r-waves decreased and the threshold measurements increased. It was also noted that there was pacing into the qrs complex. The sensitivity was reprogrammed to sense appropriately. Under fluoroscopy, the right ventricular (rv) lead might have pulled back from the septum. A lead revision was scheduled. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.